Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed, per the sigma preventive maintenance procedure and found to deliver within design specification. The review of the device history log could not confirm the occurrence of an over infusion. The programmed delivery rate of 85ml/hr would result in an infusion of 1020ml over 12 hours. However, the vtbi set for the infusion was 2040ml, which precluded any indication of the amount delivered over 12 hours.

Event description:
It was reported that a pump was programmed to deliver 1020 ml of peripheral parenteral nutrition in 12 hours, between 7:00 pm and 7:00 am. The user reported that after 12 hours, the device delivered 1140 ml.